Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a giant pulmonary cyst resection, when the reinforce was inserted through the sixth intercostal space to resect a pulmonary cyst, a cracking sound was heard, due to excessive force applied at the connection part between the adapter and the cartridge. Upon inspection, the connection was damaged and came off. A new cartridge was connected and changed to an approach through the fourth intercostal space, and the surgery was completed. An x-ray was used to check for any remaining parts of the body.